Event description:
An attorney reported having a client alleging that, following intraocular lens (iol) implant surgery, she "suffered a significant optical injury due to a defect in the implant". The attorney provided the surgeon's operative report which stated, "after the implant was placed, it was apparent that the superior haptic at the junction of the optic had a crack in it. Because it appeared as though the haptic may become separated from the optic, it was elected to remove the implant and place another intraocular lens". The operative report also stated that the lens was removed and replaced during the same procedure; there were no complications; and the patient tolerated the procedure well. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/19/2009 and 01/27/2009 by fax, mail, and phone. A completed questionnaire has not been received.